Event description:
It was reported that during a routine extraction of the right ventricular lead, the right atrial (ra) lead dislodged. The lead was explanted. A ra lead was attempted, but not used due to no sensing and no capture. The lead was replaced with another lead. It was also reported that during the routine replacement of the left ventricular (lv) lead, a lv lead was attempted, but not used due to the guidewire not being able to be inserted out the distal end. The lead was replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.